Event description:
It was reported to nuvectra that the patient could not feel any paresthesia from the right lead. Patient only felt pain or sharpness when programmed and turned on. Troubleshooting was performed and revealed a damaged lead and impedance issues. Subsequently, the lead was replaced during the revision surgery and the patient is receiving coverage.